Event description:
The device was used during a colostomy reversal procedure to reanastomose the bowel. The device was fired and removed from the bowel. Once removed, the surgeon noted that there were no staples in the anastomosis, therefore causing the staple line to fall apart. This event caused the case to be converted to open and the surgeon had to sew by hand. There were no other consequences to the patient.